Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that multiple occlusion alarms occurred. Customer changed supplies to address occlusion alarms. Additionally it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer¿s blood glucose level was 173 mg/dl. Reportedly, customer resolved the minimum fill issue by reloading the same cartridge, and resolved the altitude alarm by loading a new cartridge and resumed insulin therapy.